Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4). Analysis found that the customer's issue could not be duplicated with both mainframe and interface. No fault was found with the mainframe. The wave washer was replaced due to loose cable clip in interface. The mainframe and interface were tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the nerve monitoring system was not working intermittently during a thyroid procedure. The nerve monitoring system "would get a signal and then the signal would cut out"; the device was not giving a response when touching the nerves on the throat. The hcp tested the system with the patient simulator and stated he could replicate the issue. The site switched to a different nerve monitoring system without moving the leads and the second system have response. There was no patient impact or injury.